Manufacturer narrative:
This report is submitted on novmeber 14, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and pain at the incision site and was subsequently admitted to hospital on (B)(6) 2016, for a duration of two days. It was reported that the patient had developed cellulitis of the wound, and was treated with oral and topical antibiotics (date not reported). The implanted device remains.